Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced right foot ischemia since insertion of the impella cp pump and access site bleeding. Upon arrival the patient became apneic and went into cardiac arrest. The patient responded to cardiopulmonary resuscitation. The right femoral artery was accessed, and the impella cp pump was inserted. Percutaneous coronary intervention to the left main artery was completed. While on support in the unit, bleeding from the access site was noted. The patient was infused with multiple blood products. Further information noted, there was concern of bleeding in the abdomen; bleeding from multiple other sources. Per the physician the patient was in disseminated intravascular coagulation and not a candidate for escalation of care. The decision was made to withdraw care, and the patient subsequently expired. Medical safety review outcome noted there is not enough information to associate the use of the device the patient's demise.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and access site bleed could not be determined. Impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ d4-updated model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.